Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter contacted lifescan (lfs) USA on behalf of a patient alleging that their onetouch ultra2 meter was reading inaccurately low compared to their feelings and/or normal readings. In addition, the reporter also claimed that the subject meter was not turning on. These complaints were classified based on the initial call recording which was listened back to by the medical surveillance specialist (mss). The reporter stated that the alleged issues occurred at 2:23pm on (B)(6) 2015. At this time the subject meter was not powering on, but when it did the patient obtained a blood glucose reading of "208mg/dl" with the subject meter which the reporter stated was inaccurately low based on the patient's condition. The patient was "not responsive, lethargic, couldn't walk and had slurred speech" these symptoms started around 5 minutes after the alleged product issues occurred. The patient manages their diabetes by taking an unspecified dosage of metformin per day and had not made any changes to their normal diabetes management routine in the lead up to, or after, the alleged product issues started. As a result of these symptoms the emergency medical services (ems) were called. They arrived at 2:45pm and measured the patient's blood glucose at 368mg/dl" on their own meter. The patient was immediately taken to the emergency room (e.r) in an ambulance and was treated in the e.r with IV fluids. The patient was released from the e.r later that day when their condition stabilized. At the time of troubleshooting the cca was able to resolve the alleged power issue. The cca also noted that the correct unit of measure was set on the subject meter. The patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged meter issues began. In addition, the patient required medical intervention as a result of these symptoms in order to prevent further serious injury.